Event description:
It was reported to the MFR from pt's relative that the pt has been experiencing some increase in seizures. No pt or product info is available and the family refused to reveal pt's info, thus pt's physician is also unk. It is unk if the increase is above, below or back to pre-vns baseline. It is unk if any programming or medication changes contributed to the onset of the event. Moreover, the relationship of the increase to vns is unk. Since the physician's contact info is unk, no good faith attempts could be attempted.